Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable low elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 3.69 miu/ml. Hcg+b testing was repeated three times on (B)(6) 2018 with results of >10000 miu/ml, 5814 miu/ml, and 3731 miu/ml. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The hcg+b reagent lot was 28429201 with an expiration date of 28-feb-2019. Calibration and qc data was reviewed both with acceptable results. The pinch valve tubing was found to be distorted. The distorted pinch valve tubing was replaced. The sample/reagent probe alignment was adjusted. A patient sample was tested for precision testing purposes and the results were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
Following replacement of the pinch valve tubing, the problem did not reoccur. The investigation did not identify a product problem. The cause of the event could not be determined.